Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Noise was noted on the atrial lead. No action has been taken at this time and the patient will continue to be monitored.